Event description:
(B)(4). It was covered. Had intercourse I was having severe pain. Thought it was appendix. Went to urgent care. Then ER did multiple testing. At ER they said device wasn't placed right. Followed up with my gyno she would even look at test results or anything said I was fine. Severe depression.